Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible noise with oversensing and short ventricular to ventricular interval. It was also reported that the right atrial (ra) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.